Event description:
The patient reported that she was experiencing breakthrough seizures. The patient's generator had been titrated up to 0.125ma output current less than 2 weeks prior to the reported seizures. Diagnostics at that clinic visit and a subsequent clinic visit after the seizures began were within the normal limits. The physician was not sure that everything the patient believed was a seizure actually was seizure activity. No additional relevant information has been received to date.

Event description:
A company representative reported that six events were observed during a recent eeg for the patient. Per the physician, all of the events were non-epileptic. The doctor indicated that the previous increased seizures were also non-epileptic. The eeg returned normal results, which was an improvement for the patient since her eeg had been abnormal prior to implantation with vns. The patient's vns settings were titrated up, and diagnostics were within the normal limits. No additional relevant information has been received to date.

Event description:
Additional information was received noting the patient's device was turned off for several years due to the patient having breakthrough seizures. No other relevant information has been received to date. No known surgical intervention has been received to date.